Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2015 with the following findings: a review of the pump¿s black box showed a voltage drop resulting in a eaw 128 replace battery alarm. A low battery warning was also observed in the black box after a pump reboot. A visual inspection of the pump revealed a crack in the battery compartment. The returned battery cap was unable to fully tighten to the pump. There was evidence of moisture found inside the battery compartment and on the underside of the battery cap. A leak test was performed and a battery compartment leak was found. The pump¿s current draw was found to be within specifications. The complaint of a battery life issue was not duplicated during investigation. The pump case was removed and there was evidence of moisture contamination observed inside the pump on the battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.